Manufacturer narrative:
After an investigation of the gx-pan unit at the site, it has been determined the unit was not installed correctly. Floor mount bolts were not present and bolts used to mount the unit to backing boards (placed behind the drywall) were installed between two boards in the backing. The patient is doing fine. The gx-pan unit will be replaced.

Event description:
While a patient was in a gx-pan unit, it fell off the wall onto the patient. The patient was complaining of chest pain, ankle pain and it appeared that his arms were injured.